Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient who experienced no display with their controller post heartware lvad implantation. The patient's controller began beeping with a low battery tone and then the controller screen turned off, as well as the system monitor screen that it was connected to. The battery maintained its power and the pump did not stop. The controller was exchanged immediately to the back-up controller. After troubleshooting for about fifteen (15) minutes, the original controller seemed to work, but the hospital did not feel comfortable giving the controller back to the patient. The event was resolved without patient injury.

Manufacturer narrative:
This event has been reported via (B)(6). This follow up is being submitted in order to link heartware's MDR report with the (B)(6) user facility report number accordingly.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller con090904 in relation to the reported event. This included visual/functional testing, review of manufacturing documentation, and scanning electron microscope (sem) analysis. The complaint is confirmed based on functional and supplemental testing. A faulty liquid-crystal display (lcd) display board appears to have caused the low priority audio alarm and no display on the controller screen and connected monitor. Further sem analysis confirmed that the cause of the faulty lcd board was a broken wire inside microprocessor u1. A review of the device history records indicates that the device passed all manufacturing testing prior to release.